Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet and increased mr requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat mixed mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted, reducing mr to a few days post procedure, a transthoracic echocardiogram (tte) was performed which noted one clip had detached from the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 3-4. A second procedure was performed on (B)(6) 2020 where a non-abbott device was implanted medial to the first clip, reducing mr to there was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported incomplete coaptation / slda could not be determined. The reported recurrent mr appears to have a cascading event of the slda. The reported patient effect of recurrent mr as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.